Event description:
It was reported that during follow-up, stored episodes of non-sustained lead noise due to post-sensed t-wave oversensing was observed. Low r-wave sensing was noted. Lead repositioning was successfully performed. Patient condition was good after the event.